Event description:
It was reported, there is a hole in the catheter right above the wings, found during use. No patient harm. Update4-apr-2023 . The patient would take samples from this on his healthcare central and then the nurse could not flush in or get any backflow in the PICC line. It wheezed and seemed to have air coming out of it. And the liquid that was flushed in ran out under the dressing. The patient was sent to the oncology ward where he was treated where the same thing was noticed and the PICC line was discontinued. Luckily the patient managed to be pushed in for a new PICC line just 30 minutes after the wrong one was pulled, so she got a new PICC line the same day the first one was taken out. The patient was therefor able receive his treatment the next day as planned. The only symptom of the PICC line not working as it should was when the nurse on the health care central would flush it and fluid leaked out. Otherwise the patient experienced no problems. The catheter was secured with a statlock and the patient was given chemotherapy, folfirinox was the combination

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter right above the wings was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the molded suture wings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported, there is a hole in the catheter right above the wings, found during use. No patient harm. Update 4-apr-2023: the patient would take samples from this on his healthcare central and then the nurse could not flush in or get any backflow in the PICC line. It wheezed and seemed to have air coming out of it. And the liquid that was flushed in ran out under the dressing. The patient was sent to the oncology ward where he was treated where the same thing was noticed and the PICC line was discontinued. Luckily the patient managed to be pushed in for a new PICC line just 30 minutes after the wrong one was pulled, so she got a new PICC line the same day the first one was taken out. The patient was therefor able receive his treatment the next day as planned. The only symptom of the PICC line not working as it should was when the nurse on the health care central would flush it and fluid leaked out. Otherwise the patient experienced no problems. The catheter was secured with a statlock and the patient was given chemotherapy, folfirinox was the combination.